Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to improper bone prep and/or misaligned insertion.

Event description:
It was reported that during a acl recon using ar-1588tn-21, the loving mechanism on the tibial side did not function correctly. When tensioning the tibial side of the construct the abs tightrope 2 did not hold tension through the sliding mechanism. The surgeon had to tie over the abs button. Final fixation was great, no harm was done to the patient, and the surgeon did not open up another tightrope 2 to substitute.